Event description:
The device was used during an unknown procedure. The device was given to the rep and told "would not cut." No other info was available. The contact person stated it was so long ago she could not remember. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot identification.